Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the left posterior inferior cerebellar artery (pica) using a neuron 6f 070 delivery catheter (neuron 070) and a non-penumbra short sheath. During the procedure, after introducing the neuron 070 via the short sheath, the physician noticed that the proximal end close to the hub of the neuron 070 was broken. Subsequently, it was noticed that some blood and saline came out of the broken part of the neuron 070. Therefore, the neuron 070 was removed. The procedure was completed using a new neuron 070 and the same short sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron 070 confirmed that the catheter was fractured. If the neuron 070 is manipulated at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed an ovalization on the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.